Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had been explanted approximately a few weeks after implant due to infection. No additional adverse patient effects were reported.